Event description:
Reportable based on device analysis completed on 25nov2025. It was reported that balloon uneven inflation occurred. The highly stenosed target lesion was located in the arteriovenous fistula. An 8.00mm / 2.0cm / 90cm otw peripheral cutting blloon catheter was advanced for dilatation; however, it did not inflate evenly at nominal pressure, and no visible damage was observed. The device and the procedure was completed with another of same device. There were no patient complications as a result of this event. However, returned device analysis revealed that circumferential torn.

Manufacturer narrative:
Device evaluated by MFR.: a pcb device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial circumferential tear was identified approximately 1mm distal from the distal markerband. From the partial circumferential tear the balloon was also torn longitudinally for approximately 4mm distally. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. Visual and tactile examination identified no kinks or damage to the shaft of the device.